Manufacturer narrative:
One cadd solis vip pump was returned for analysis. The error was confirmed in the device history log. A disposable cassette was attached and used for functional tests which failed. A high alarm was displayed for a cassette not attached properly error alarm. The issue was due to a defective faulty downstream sensor.

Event description:
Information was received indicating that the cadd solis vip pump displayed an alarm that the cassette is not attached properly. There were no adverse events reported.